Event description:
Biopsy forceps used during procedure would not open initially. An audible crack was heard, then they would open and close however said opening and closing was delayed and not complete (would not open all the way nor close fully). During attempt to pull forceps back through scope with biopsy specimen which had been acquired, ending up hitting partially opened jaws against working channel. Product and packaging was saved for recall specialist. Biopsy forceps would not open or close fully. Upon initial attempt to open, heard an audible crack, forceps are slow to respond and will not open all the way. Opened a second pair to have the same problem. Both are from the same lot. Had the same problem (different product lot number) on friday.